Event description:
Per the clinic, the patient experienced pain and thinning of soft tissue. Subsequently, the patient underwent revision surgery under general anesthesia on (B)(6) 2025, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the implant magnet was explanted and an implant was placed on the internal fixture.